Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to baxter (B)(4) one (1) 1l set,xt w/.22 mic fltr,1y ll16in, high pres ext life fl,5ml that does not appear to be filling the drip chamber. There was no patient involvement, medical intervention or patient injury reported. A sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.